Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2023. Product type catheter product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2017. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-apr-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the company rep arrived for a routine pump replacement, physician notified the rep they planned on replacing the catheter as well. The reason for the catheter replacement was that the patient had no pain relief for some time. The physician thought the previous catheter was placed too low, which was noted at t10. During replacement, under fluoroscopy, it was determined the old catheter tip was at t12. The physician cut and tied off the old catheter and placed a new 8780 at t9, but not without difficulty. The physician had a very hard time getting the catheter into place at t9 and a hard time pulling the stylet out. Cerebrospinal fluid (csf) was dripping from the catheter and the physician was adamant the catheter was posterior. The company rep suggested the possibility that the catheter may be epidural, but the physician denied possibility, as csf was present. The issue was resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep was the initial reporter. It was also indicated that the information regarding whether the placement of the catheter was due to patient's anatomy or physician preference was not available to the rep and would not be made available as it was unknown. The cause of the difficulties with the stylet was unknown. It was reported that the stylet was preloaded into the catheter, so the serial number was the same as the catheter, and was provided. The cause of the physician's difficulties during surgery with the new 8780 catheter was not determined. It was also indicated that the customer discarded the device. The old pump was normal elective replacement indicator (eri) and the old catheter was replaced by physician preference and that there was nothing wrong with it. It was also reported that the physician was performing the surgery and so was aware of all details provided in the initial report.